Event description:
During routine follow up, several telemetry errors occurred during pacing threshold testing, sensing tests and impedance measurements, which prevented the user from completing the follow up with that programmer. Another programmer was finally used to complete the follow up.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated november 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Method: since the device remains implanted, the programmer files were reviewed. The event was observed on another ovatio ICD and was reported under MDR # 9610579-2010-00477. Conclusion: available information did not allow finding out the root cause of the reported behavior. No evidence of any device malfunction was found in the available files. However, environmental noise - such as strong and transient external electromagnetic interferences (emi) - is highly suspected in this case. If such events were to recur, specific measurements should be performed in order to find the source of noise. Before sending an expert on-site, it might be useful to correlate every telemetry issue with any potential source of electromagnetic interferences (e.g. MRI functioning, presence of a gsm base-station antenna, use of unusual electrical devices...). If such events were to recur more frequently on the orchestra+ programmer mentioned in this complaint report (as described first in this complaint), then this programmer should be returned to the after sales service.